Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "the cap marker was set on the passive transmitter (yellow), and infrared light was emitted against the cap marker, but the cap was not identified by the camera, and no data was indicated in the screen. The surgeon made several attempts to correct this error, and finally, this error was corrected by replacing the cap marker. No sample is available, the patient (female) was infectious, and the sample was discarded. No harm to the patient was reported. Surgical delay, greater than 15 minutes.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of the device history review, the root cause of the failure is most probably related to an insufficient usage. Rationale: based on the quality standards, we exclude a material or manufacturer caused error. We assume an intraoperative pollution of the marker, most likely caused during mounting the marker. No CAPA is necessary.